Manufacturer narrative:
The reviewed device history records did not provide any evidence of manufacturing anomalies in relation to the design of the device. While the current investigations continue, the cross-over family of products will be recalled to prevent any further incidents from occurring. Device not returned.

Event description:
Difficulty getting a 36mm cross-over non-hooded liner to properly seat and retained into the acetabular shell. A new liner was impacted and retained successfully.